Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a series of steps, including inspecting and cleaning parts of the pump. The customer successfully completed the load process with the cartridge and resumed using the insulin pump.